Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil selected flow: device interaction/functional for fell apart. Visual inspection: the zero-p implant was received in disassembled condition, both parts showing some sings of use, as scratches, dents and peeled of coating from use. Functional test: the device was re-assembled as described in the assembly instruction se_142988_ah during the evaluation without any issues. The peek spacer has slight clearance when assembled as required. The devices stay in position during shaking, regardless which part is held in the hand. No loosening can be observed, the fell apart condition cannot be replicated with the assembled devices. Dimensional inspection: the device can be assembled and stay in position as required, there is no indication for any dimensional issue. Therefore, no dimension inspection is needed. Summary: the plate and the spacer are distributed in pre-assembled condition as stated in the zero-p surgical technique (036.000.155 dsem/spn/1016/0562 10/16). The complaint is confirmed as the received implant was not in this condition anymore. The performed evaluation did not identify any product related issue, the device could be easily re-assembled and did stay in position after assembling as required. There was no information provided how or when during the procedure the complained separation occurred, therefore no definitive root cause can be defined. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 04.617.136s. Lot: 1l57438. Manufacturing site: mezzovico. Release to warehouse date: oct 18, 2018. Expiry date: oct 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The stated non-conformance (nc-0107313) is not relevant to the complaint condition, since this nc was opened for a documentation issue (some inspections not documented on the inspection sheet report). The affected lot has been reworked with product disposition # pd-0097786 to measure the missing features and then all parts have been released. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Updated data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the while positioning the zero-p cage into the patient by using aiming device, the titanium alloy plate separates from the peek interbody cage suddenly. Surgeon take out the spacer from the patient and tried to realign but couldn¿t. It was unknown that if there was any delay or procedure successful. There is no patient consequence. Concomitant device reported: unknown aiming device (part# unknown, lot# unknown, quantity# 1). This report is for 1 of 1 for (B)(4).